Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned connector was confirmed to be deformed and the related blocker had deformation, which suggests that the two had been cross threaded and torqued down. Conclusion: the most likely cause of the customer reported event is cross threading of the blocker during insertion.

Event description:
It was reported that; during final tightening of the blocker with the connector in plif, the connector thread was expanded. Final tightening was performed with torque wrench. Spare product was used instead if it and the procedure was completed.

Event description:
It was reported that; during final tightening of the blocker with the connector in plif, the connecter thread was expanded. Final tightening was performed with torque wrench. Spare product was used instead if it and the procedure was completed.